Event description:
It was reported to nuvectra that the patient experienced a lack of therapeutic effect from the first implant at the thoracic area. A second stimulator and leads were implanted at the cervical area. Following the implant, the patient experienced right arm numbness. Subsequently, the leads were explanted and the patient regained functionality to the right arm.